Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. There was no information on whether the issue caused the customer¿s blood glucose to exceed 500 mg/dl, and thus, no reported impact to the customer¿s blood glucose level. The pump malfunction code was resettable, but the caller could not address it at the time due to a depleted phone battery and lack of a charging cable. The caller intended to follow up, and technical support would verify the serial number. Upon follow-up cts assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.